Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 during which the surgeon noted the previous mesh could not be seen, but there was a lined pocket where the previous mesh had been put in place. It was reported that the patient experienced severe pain, mesh migration, nausea, inflammation, stress and anxiety. No additional information was provided.